Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. The company representative instructed the customer how to adjust the settings and increase the amount of time it takes for the system to timeout and switch to standby automatically. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the laser switched to standby mode on its own. Additional information has been requested, but none has been received to date.